Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. She was having trouble programing the device as the buttons weren't responding. The numbers kept scrolling up to the max number and wouldn't stop when she was attempting to enter her blood glucose. Customer's blood glucose was 114 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to corroded keypad trace. No button error alarm noted and no scrolling numbers display anomaly noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.